Event description:
(B)(4). I had severe back pain about 10 months after essure was placed. It radiated down my leg and I had a hard time walking. Also, not sure of the exact date on these other side effects but I also had mild anxiety, mild stress, mild joint pain and mild hair loss with essure in my body.